Manufacturer narrative:
The initial MDR 1226181-2013-00337 was filed on july 23, 2013. Additional information (07/30/2013): a global product support specialist reviewed the instrument data and did not find an instrument malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low total prostate specific antigen (tpsa) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and resulted higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tpsa result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The sample was repeated and resulted higher. The cause of the discordant, falsely low tpsa result is unknown. Siemens is investigating this issue.